Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for unknown surgery. Upon visual analysis of the returned sample revealed that one sample of product code vcp358, was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis: an image was received for evaluation and based on visual inspection of the image, a spiral former labeled with a non-dispersed needle / suture and a detached product code vcp358h was observed. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance.,according to the information received, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for unknown surgery. Visual analysis of the returned sample revealed that one sample, of product code vcp358, was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.